Event description:
During an interventional procedure, it was noted that the 7f hf diagnostic pigtail catheter split lengthwise at the curve when guide wire was introduce. The guide wire exited the catheter at the split. The split was not noted during flushing. There was no patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.